Event description:
The initial reporter stated that an overinfusion may have occurred. The primary nurse for the pt was contacted. She reports that the pt was receiving lipids in a 24cc syringe. She can not recall the rate used but states that a 24cc syringe of lipids is typically run over 24 hrs. She states that the infusion started at 5:30 or 6:30. During change of shift, around 7:30, it was noted that the remaining volume was only 17cc. The doctor was paged and examined the pt. There was no pt injury.

Manufacturer narrative:
The device is currently being evaluated; the MFR will file a f/u report detailing the results of the eval once it is completed.